Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side ultrasound detected rupture.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received updated information from the health care provider that "patient did have surgery but was not explanted. Devices were intact and no signs of rupture." Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.